Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a crani surgery, it was observed that the motor device was not working properly while in use with the compact speed reducer device. According to the report, the compact speed reducer device fell off when the doctor attempted to run the motor device. The compact speed reducer device was placed back on the motor device by the doctor. However, it was observed that the motor device still would not run. There was a five minute delay to the surgical procedure. There were identical spare devices available for use. The surgery was completed with the spare devices. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was reported that no part of the device fell into the patient. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was worn, and would not rotate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.